Manufacturer narrative:
Correction: section e FDA notified.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, a medication was not being recognized by the pyxis system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not being recognized. A technical support specialist (tss) dialed into the server and that the medication information had been checked in the facility formulary under the medication search section, where the medication was confirmed to be in active status. The tss verified the medication details, then connected to the station to review the data synchronization logs, found the station¿s synchronization services were stopped, and the station performed a reboot. Once the station restarted, it reconnected to the server and resumed synchronization successfully. The medication was then fully visible and recognized on both the server and the station. The tss communicated the root cause analysis to the customer. The system functioned after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, a medication was not being recognized by the pyxis system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, a medication was not being recognized by the pyxis system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.